Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states the patient was revised to address subsidence of their tibial component. Update: (B)(6) 2013 - medical records and x-rays have been received. -am. Update (B)(6) 2013 - patient's medical records were received. Records indicate the patient was revised to address loosening of their tibial tray. The cement is being reported at this time for loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. Review of the supplied investigatinal inputs confirmed loosening of the tibial tray component. A complaint database search finds no other related reported incidents against the provided product and lot combination. The investigation could not draw any conclusions about the root cause of the device subsidence and subsequent loosening with the information provided. No evidence was found suggesting product eror was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.